Manufacturer narrative:
Investigation summary: 8 samples were received. They all came in sealed packaging blisters. Visual inspection was performed with a 10x magnifier lens. No moisture, excess of silicone or any other substance was observed/ found. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on the investigation conclusion, bd was unable to confirm the detection of the symptom perceived by the customer or correlate this symptom with potential cause linked to bd process. This is the 1st complaint for lot # 9303425 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that moisture was seen in the barrel of the bd luer-lok¿ tip syringe before use. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "it was reported that moisture was found on the inside of the barrel of the syringe."